Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 29.9 mmol/l. Customer reported that she frequently experiences high blood glucose levels. She attributes this to faulty infusion as a set change will usually resolve the issue of high blood glucose levels. Customer never received any insulin flow blocked alarms. Customer reported observing bent or kinked infusion set cannulas on some infusion sets. Customer did not troubleshoot for the high blood glucose level. The infusion set is not expected to be returned.